Event description:
The intercondylar post on the total knee howmedica duracon ps tibial insert broke off in the pt's knee. The surgeon did a knee scope to identify the fragment and then opened the old incision to exchange the tibial insert.